Event description:
Nurse needed to use laryngoscope and found it was without batteries. Put new batteries in (handle area) and felt handle immediately heat up, was hot to touch and laryngoscope would not work. No adverse affect or injury caused.medsun reporter notified biomed, who took laryngoscope out of unit for testing. Biomed tech found that the center electrical contact for lamp was very close to outer housing. Contact was probably shorting, causing batteries to short. Biomed tech repaired scope and put back on unit for use.manufacturer not notified.